Manufacturer narrative:
The reported filed event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for follow up and premature battery depletion was observed on the device. The device was explanted and a new device was implanted. Patient is stable.